Event description:
During an ercp procedure, the physician used a wilson-cook web ii memory double lumen extraction basket. The extraction basket was advanced through the endoscope. When extension of the basket was attempted, resistance was encountered. The user applied excessive pressure to the handle assembly. At this time, the inner drive wire punctured the outer sheath near the proximal end of the device. An adverse event involving the user and/or pt did not occur.